Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires/damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, the trunk cable was severed and missing, the cable connecting ECG a to the front therapy electrode was pulled from strain relief, and the cable connecting ECG's "c" and "d" was also pulled from the strain relief. Additionally, the j702 and j703 connectors were pulled form the dn pca. The root cause for the strained cables and pulled connectors was excessive force. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a german patient's electrode belt and reported that the electrode belt had a damaged cable.